Event description:
The customer reported that they were unable to demand mode pace a pt. They switched to a different defibrillator to deliver therapy and there was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to demand model pace a pt. They switched to a different defibrillator to delivery therapy and there was no negative patient impact. The device was evaluated by a philips field service engineer. The reported symptom could not be duplicated. The device passed all performance verification testing. The event file was reviewed and showed intermittency and artifact in the leads ECG waveform. Leads ECG input is required for demand mode pacing. The mrx IFU directs the user that if ECG leads are unavailable or unreliable, that they should switch to fixed mode pacing. The users did not switch to fixed mode pacing; instead they changed defibrillators. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.